Manufacturer narrative:
Article citation: fat grafting after implant removal due to anaplastic large cell lymphoma may mimic recurrence. Nir bitterman md, paula simoviz md, tamar tadmor md, lihi tzur md, noam calderon md, and ohad ben-nun md. Imaj ¿vol21¿ august2019. The events of breast lump and "lymphoma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breast lump and bia-alcl. Date of alcl diagnosis: 9 years from device implant.

Event description:
Journal article: "fat grafting after implant removal due to anaplastic large cell lymphoma may mimic recurrence.". The article reports a patient diagnosed with bia-alcl. The patient presented with sub-cutaneous nodules and was treated with chemotherapy. The affected side has not been provided. The status of the device is unknown.